Event description:
It was originally reported that prior to the start of a da vinci-assisted cholecystectomy surgical procedure, the site was getting error 319 on the universal surgical manipulator (usm) 3. The log showed 319 errors on arm 2 pointing to the usm. The site had restarted several times with no change. The caller had started the process of swapping out the patient side cart (psc) with another system before calling in. All troubleshooting steps were completed. The site was completing the procedure with another psc. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during the procedure. The procedure was finished laparoscopically and there was no patient harm. The isi field service engineer (fse) was able to secure another arm and have another isi fse install the new arm without interrupting the customer¿s schedule.

Manufacturer narrative:
Based on the claim against the product by the customer noting an error 319 the universal surgical manipulator (usm) 3, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the usm to resolve the issue. The system was tested and verified as ready for use. Isi did receive the usm with this complaint to perform failure analysis (fa). Fa was able to reproduce the reported complaint. The usm was tested on an in-house system and failed norm mode as it triggered 319 errors on the rolling loop and fiber test. During psc fixture test platform (pftp) testing, the unit failed the fiber test on the rolling loop. The rolling loop fiber cable was swapped with a new one and the error no longer occurred. The original rolling loop fiber cable was reinstalled, and the errors returned. The unit was tested on a pftp with a new rolling loop fiber cable and passed direction test, lissajous, cva characterization, sensors check, sine cycle, friction test, carriage friction test, brake release test, brake hold test, advanced brake test, carriage strength test, and carriage switches test. The spar assembly will be replaced with a -02 version, which includes new rolling loop assembly, and will be replaced as a fix to the report problem. The complaint regarding error 319 on the usm was confirmed based on fa, which indicates that the device did contribute to the customer reported issue. A review of the site's system logs for the reported procedure was conducted by an isi technical support engineer (tse) when the customer called in for assistance. Investigation revealed error 319 (node 192 is not present at startup) that may have been related to the system complaint. Error 312 was not found in the logs. Additional logs show 3 procedures took place on (B)(6) 2022 via system (B)(4). No image or video clip for the reported event was available for review. The probable root cause is attributed to failed rolling loop fiber cable. This issue is also captured in the fmea. This complaint is being reported due to the following conclusion: the customer converted after the start of the procedure due to an error 319 on the universal surgical manipulator. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.